Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; due to cgm values not populating. Customer treated high bg with a correction bolus via pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.